Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) and valve malposition requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic also identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, per report, the malposition was attributed to the false coaxial alignment impression given due to the patients significant calcification located in the right coronary cusp. The pvl was most likely caused by the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the 20mm sapien 3 valve landed too aortic and had moderate paravalvular leak (pvl). A second sapien 3 valve was implanted. Bav was performed. The s3 valve was positioned 90:10 aortic in the aortic annulus but was deployed slightly more aortic at 95:5 in the native annulus. Post deployment tee showed moderate pvl. The decision was made to deploy a second valve. A second 20mm sapien 3 valve was deployed within the first valve in an 85:15 aortic position. Repeat tee showed pvl was mild or less. The patient left the operating room in stable condition. Pod 1 the patient was reported to be recovering well and being prepped for discharge. The malposition was attributed to the false coaxial alignment impression given due to the patients significant calcification located in the right coronary cusp. The aortic annulus measured 15mmx25mm by CT with an area of 305mm². The patient had moderate native annular calcification and mild leaflet calcification. The image intensifier angle was described as fair, the coaxial alignment of the delivery system and valve was described as good, ventilation was held and there was no pacing capture during valve deployment.

Manufacturer narrative:
Correction: valve was initially positioned 80:20 aortic in the aortic annulus.